Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the poly having become worn after 12 plus years, which was visible on an x-ray. The surgeon decided to swap out the poly. All of other components were very stable.